Event description:
Report received from the us stating that the device had a bent shaft. It was reported that the device was not used in surgery - however, it is unk if pt or user injuries and/or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).